Manufacturer narrative:
It was reported that a patient underwent an afib - paroxysmal ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter and the patient suffered cardiac tamponade requiring a pericardiocentesis. It was reported that the patient suffered a pericardial effusion toward the end of the afib ablation. The blood pressure was dropping throughout the procedure. Intracardiac echo revealed the effusion. The physician stopped the procedure, removed catheters and began a pericardiocentesis which was in progress at the time of the call. Vasopressors were also administered. The patient was in stable condition at the time of the call. The physician did not indicate that they believed bwi products contributed to the patient event, but that they believed it was a procedural complication. Device evaluation details: the product was returned to biosense webster inc (bwi) for evaluation and evaluation has been completed. A visual inspection and revision of all features were performed following bwi procedures. Visual analysis revealed no damage or anomalies on the device. The device features were reviewed, and no issues were observed during the product investigation. A manufacturing record evaluation was performed for the finished device batch number, and no internal actions were identified. No malfunction was observed during the product analysis. The root cause of the adverse event remains unknown. The physician did not indicate that they believed bwi products contributed to the patient event, but that they believed it was a procedural complication. The instruction for use (IFU) states that careful catheter manipulation must be performed to avoid cardiac damage, perforation, or tamponade. As part of biosense webster¿s quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Manufacturer narrative:
On 31-may-2023, the bwi product analysis lab received the complaint device for evaluation. The product analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster inc., or its employees that the report constitutes an admission that the product, biosense webster inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref#: (B)(4).

Event description:
It was reported that a patient underwent an afib - paroxysmal ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter and the patient suffered cardiac tamponade requiring a pericardiocentesis. It was reported that the patient suffered a pericardial effusion toward the end of the afib ablation. The blood pressure was dropping throughout the procedure. Intracardiac echo revealed the effusion. The physician stopped the procedure, removed catheters and began a pericardiocentesis which was in progress at the time of the call. Vasopressors were also administered. The patient was in stable condition at the time of the call. The physician did not indicate that they believed bwi products contributed to the patient event, but that they believed it was a procedural complication. Additional information was received indicating the adverse event was discovered during use of biosense webster products. Physician¿s opinion on the cause of the adverse event is that it was procedure related. The patient¿s outcome of the adverse event was reported as unknown, however, patient was stable when they left the procedure room. Relevant tests and laboratory data included activated clotting time (act) greater than 400 throughout procedure. Patient was on eliquis. A transseptal puncture was performed with a baylis needle. Prior to noting the cardiac tamponade ablation had already been performed. The event occurred during the ablation phase of the procedure. No evidence of steam pop. A smartablate generator was used with an irrigated catheter and the correct catheter settings were selected on the generator. The pump switching was from ¿low¿ to ¿high¿ flow during ablation. The flow setting was pump running at 2cc/min going up to 15cc/min during ablation. Ablated at 50 watts. No error messages were observed on biosense webster equipment during the procedure. Graph, vector, visitag, dashboard was all used. Additional filter used with the visitag was 1respiratory gating. Force time intervel (fti) was used.